Event description:
It was reported when using the pyxis medstation es system bs-3w did not power on and displayed a black screen, preventing the user from removing medication for the patient. The customer stated that they removed the required medication from another station and there was a delay of about 15-25 minutes. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station would not power on. A field service engineer replaced the controller board on half height drawer 4 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.